Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 59 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and obtained back up antis for manual injections. Customer declined further assistance from tandem technical support.